Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, revision surgery was performed to expose and create a new plane at the tip for the left and right sides of the implant due to erosion. A scrotal incision was utilized to create a new plane, the 3 cm rear tip was removed and replaced with a 2cm rear tip. The left cylinder was completely removed and capped.